Event description:
Patient said she tried to switch to cadd pump sn (B)(4) last night and it would not start and run properly. She switched to back up pump, no harm done. She was not infusing at the time. She is sending pump back and a new pump being sent over night. Dose or amount:74 ng/kg/min; frequency: continuous, route: subq. Date of use: (B)(6) 2017.